Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips were malformed. There was no patient consequence. Another device was used to complete the case.